Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak from the patient line of their cassette, during therapy on the homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.